Event description:
It was reported that the patient was having their implantable device replaced and high out of range shock impedance measurement at 150 ohms was observed. The physician decided to replace this right ventricular (rv) lead. The lead was capped and remains implanted. The procedure was completed successfully without any complications. This is all the information provided, and additional information has been requested. Outside of the revision, no adverse patient effects were reported. Boston scientific has made three attempts to obtain clarification on the explant, lead revision, and status of the product return; however, no response was received, the device is not expected to be returned. If this device is returned, analysis will be performed, and this report will be updated.

Event description:
It was reported that the patient was having their implantable device replaced and high out of range shock impedance measurement at 150 ohms was observed. The physician decided to replace this right ventricular (rv) lead. The lead was capped and remains implanted. The procedure was completed successfully without any complications. This is all the information provided, and additional information has been requested. Outside of the revision, no adverse patient effects were reported.